Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visually examined. Photographic images made. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 705446. Device history record reviewed. Evidence that product in specification when used.

Event description:
Allegedly the tip broke off upon tightening of screw. The tip remains in the screw head flush and would be impossible to remove. Surgeon didn't like the reduction of bone so he bent the plate in order to "spin" the screw out. Additional surgery time was added.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00249.